Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm (B)(6) called advised dealer stated a power chair was not running smoothly and flipped over.